Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/15/2021. H.6. Investigation: our quality engineer inspected the picture and physical samples returned for evaluation. Bd received two opened physical samples and six picture samples for this incident. Visual observation of the devices showed no damage to the v-clip or tip shield. Material resembling adhesive could be seen on the back end of the winged adapter. A functional test was performed by attempting to decouple the tip shield from the winged adapter. Decoupling was not possible and the winged adapter could not be rotated, which is indicative of adhesive between the two components. Upon separation of the components, adhesive residue was detected on the outside of the winged adapter and the inside of the tip shield. Ultra-violet black light testing was conducted and confirmed the presence of adhesive. It has been concluded that this issue resulted from an error during the manufacturing process, specifically related to excessive adhesive. During the manufacturing process, adhesive may be incorrectly placed due to a leaking dispense system. Preventive maintenance is performed to maintain and ensure proper function of the manufacturing equipment. The preventive maintenance records were verified to be up to date during the production of the affected batch. Operators perform in process sampling, checking for retraction and adhesive. Adhesive dispensers are challenged and inspected per the quality control plans in place. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that nexiva 22 ga x 1 in single port had a needle retraction failure. This occurred on 2 occasions. The following information was provided by the initial reporter: this is a report about needle retraction failure. According to the customer's report, the needle was not retracted.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22 ga x 1 in single port had a needle retraction failure. This occurred on 2 occasions. The following information was provided by the initial reporter: this is a report about needle retraction failure. According to the customer's report, the needle was not retracted.